Event description:
Patient with env (envue) nd (naso-duodenal) feeding tube. Feeding pump alarmed occlusion. Env feeding tube found to be cracked at purple connection port. Ndt removed, ngt (naso-gastic tube) placed.